Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, improper surgical technique, interference from a non-curonix device and the patient having contraindicating conditions have been ruled out as potential causes. However, excessive twisting or stretching was identified as the patient sustained a new joint injury while moving in bed. The stimulator is used to treat pain. The cause of the extreme pain is due to excessive twisting or stretching as the patient sustained a new joint injury while moving in bed (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported extreme pain and hearing a "pop" after sustaining a new joint injury while moving in bed. The patient was evaluated and x-rays were performed which did not reveal device migration. Additionally, the patient was seen by an orthopedic surgeon regarding their new joint issue. The patient has declined changing the programs on the transmitter assembly and they are not wearing the device. An explant procedure is scheduled for (B)(6) 2026, in order for the patient to move forward with total shoulder replacement surgery. No further information is available at this time.